Event description:
Patient with history of abnormal uterine bleeding was admitted for a hysteroscopy, dilation and curettage, and novasure ablation. After use, upon inspection, the mesh on the top aspect of the novasure had a hole in it.